Event description:
It was reported that during use the cs300 intra-aortic balloon pump (iabp) need repair, when an iab catheter was connected to this iabp unit (first device, serial number: (B)(6)), "check iab catheter" alarm was generated. Another iabp unit (second device, serial number: (B)(6)) was used; however the issue was not resolved. Therefore the iab catheter was replaced to a new one and iabp therapy was continued with no further issues. There were no adverse consequences to the patient noted. Related complaint : (B)(4).

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: b5,d5(blank),e1(event name, address, city)h6(clinical & impact).

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse performed the pressure and vacuum regulator check, the pneumatic performance test, the fiber-optic test, safety disk leak tests, and the k6, k6a, k7, k8 leak test. There was no issue with the unit. The iabp was returned to the customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) need repair.